Event description:
A malfunction alarm identified as 16-0x20e6 was reported, involving a customer-managed pump. There was no available information regarding the customer's blood glucose level at the time of the incident, and the impact on their levels remains unknown. As a corrective measure, the customer had already attempted to reset the pump within the past 24 hours, but ultimately, the pump needed replacement. The customer was informed of the need for a replacement, instructions for returning the faulty pump were provided, and a replacement pump was arranged to be shipped.